Event description:
The lay user/pt contacted lifescan alleging the meter battery life is shorter than expected. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.